Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388t implantable pacing lead: (B)(6) 1999. (B)(4).

Event description:
It was reported that the suture sleeve of the right ventricular (rv) lead came off and was found in the rv apex. The physician was able to snare and remove the sleeve from the patient's heart. A new suture sleeve was used to adhere the lead to the patient's body. It was also reported that the chronic left ventricular (lv) lead was damaged during the extraction of a competitor's rv lead. The damaged lv lead was extracted. It was further reported that a new lv lead was attempted but not used due to the patient's anatomy. No patient complications have been reported as a result of this event.